Event description:
It was reported that before surgery, the unit was not working as it turns on but has no scrolling power in use. There was no patient involvement. Due diligence is complete.

Manufacturer narrative:
(B)(4). G2: foreign - event occurred in italy. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.